Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the mid lad and one in the proximal rca. Adverse event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred one day post stent implant. Mi category could not be determined, in the territory of the target vessel. No further details are available. Pt was asymptomatic / free of symptoms at 1 yr, 1.5 yr, 2 yr and 2.5 yr follow ups. (Ref MFR# 9612164201100697)